Event description:
It was reported the patient had left sided chest pain that had gradually gotten worse. The pain was 7 out of 10. The patient had no falls, trauma, or accidents. The patient did have a barium swallow test around the same time that the pain started. An appointment with the patient¿s healthcare professional (hcp) was scheduled for this week. The patient was sent to the emergency room. The cause of the event was not determined. An electrocardiogram was done and the results were negative. The patient¿s primary hcp told them to take (B)(4) and that helped. The patient had not recovered and the symptoms/issues were ongoing, but improved. The patient was still having concerns regarding their device or therapy, but they were working with their hcp or a manufacturing representative. Another appointment was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-08317.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # va0a2fn, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0a2fn, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).